Event description:
It was reported to boston scientific corporation on december 10, 2007 that a resolutionclip device was used during an esophagogastroduodenoscopy (egd) procedure two days prior (patient age, gender and weight unknown). According to the complainant, during the procedure, there was a vessel in the duodenal bulb, and the clipping device was used after epinephrine. After two successful resolution clip placements on the vessel, a third was attempted and it appeared the catheter sheath was too long for the resolution clip and it could not be used. A second device was used for the third clip placement, the clip was put down the scope and into the patient, the clip was exposed, and then put onto the targeted area and deployment was attempted. The clip unsuccessfully detached from the catheter; it would not separate from the catheter sheath. The doctor was able to separate the clip from the catheter sheath by maneuvering it around. Once the clip was released the dr. Decided that nothing more was useful and the case was complete with no harm to the patient. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Upon investigation, it was noticed that the sheath grip was detached from the over sheath. The clip assembly was deployed and not returned with the device. The bushing was located outside the over sheath approximately 0.5" from the distal end. The yoke was still attached to the control wire. A kink was also noticed in the coil near the handle. The root cause could not be confirmed; however the most probable root cause is that as evident by the kink in the coil and the sheath grip being detached from the over sheath, the end-user may have exceeded the design limits of the device during used based on the dfu "precaution (s) prior to use" statements.